Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the screws that hold the unit's feet have fallen into the unit. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. The manufacturer¿s international service technician confirmed the reported screw issue and replaced the screw to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.